Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unacceptable method comparison with I-stat vs stago. There was no patient information available at the time of this report. The customer reports that the patients are treated based on the lab instruments results. Date pt. I-stat stago (lab) (B)(6) 2013 28 4.4 2.90 (B)(6) 2013 29 6.9 5.05 (B)(6) 2013 34 5.9 4.08 (B)(6) 2013 35 5.2 3.86 (B)(6) 2013 36 7.3 4.88 (B)(6) 2013 42 7.3 6.53 (B)(6) 2013 43 7.7 5.40 (B)(6) 2013 45 5.3 3.44 (B)(6) 2013 46 6.9 4.29 (B)(6) 2013 47 >8.0 5.47 (B)(6) 2013 48 4.8 3.90 (B)(6) 2013 49 5.1 4.41 (B)(6) 2013 50 5.0 4.51 (B)(6) 2013 52 4.4 2.67 based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.